Manufacturer narrative:
(B)(4). The device involved was not returned for investigation. Teleflex requested additional information, but no additional information was received. No response from the reporter received to date. A device from the same family that was reported in description was used for the "verification of failure mode reported in the current manufacturing process". Samples (315) were taken from the current production and visually inspected. The issue reported was not observed. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. No root cause can be determined. No corrective actions can be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer medwatch complaint states "ett hub coming off and disconnecting patient from vent." There was no report of patient impact or consequence.